Event description:
It was reported that shaft break occurred. The patient presented coronary artery diseases and was undergoing percutaneous coronary intervention. A 4.00 x 24mm synergy xd drug-eluting stent was selected for use. However, when the stent was advanced through a non-boston scientific guide, the proximal catheter shaft broke. The wire and guide were manipulated; and the system was removed with no patient complications. An alternative device was used to complete the procedure successfully. No patient complications were reported.